Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Displays excessive leakage during leak-down test. (B)(4). No fault found for customer stated problem excessive leakage during leak down test. Device passed leak down test and pm. Performed device inspection and no anomalies found, all cables and tubing were properly installed. No errors seen during run in. Device will bee forwarded to a peer for second review. (B)(4). Unable to duplicate customer stated problem..passed leak test and pm. No fault found confirmed after second review.(B)(4).